Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a safety needle. The customer reports that post injection while attempting to take the needle off of the syringe, the safety shield is coming off/detaching. The customer stated the safety shield completely detached from the device. The safety shield had been activated, then when moving the needle from the syringe, the safety shield was gripped and twisted to remove it from the syringe. In doing this, the shield detached from the needle. There was no injury as a result of the event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.